Event description:
Patient was using a walker allegedly labeled as manufactured for essential medical. Patient and family member could not give model name or serial number. Patient was walking into bathroom when the front caster allegedly fell off. Patient fell over walker and hit head on shower. Had a black eye and swollen knee which have been resolved at the time of this report. Multiple attempts were made to contact family member reportedly in possession of walker, which has not yet been returned at the time of filing this report.